Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic after receiving notification alert for out of range hv lead impedances. The measurements appeared to happen abruptly and all impedance measurements were normal in-clinic. Testing for noise was performed and no significant noise could be seen. The patient will continue to be monitored and followed through remotely.